Event description:
It was reported the patient received multiple inappropriate shocks due to t-wave oversensing (twos). It was noted that the episodes indicated atrioventricular dissociation and there was no previous episodes of twos. The right ventricular lead remains in use and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.